Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device had water in it was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the color band was chipping/fading, there was heat, and the bearing was worn. It was further determined that the device failed pretest for visual assessment and temperature assessment. The assignable root cause of these conditions was determined to be traced to maintenance, which user error/misuse/abuse. UDI ¿ (B)(4).

Event description:
It was reported that the attachment device had water in it. During in-house engineering evaluation it was determined that the device was generating heat. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, all available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.